Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a foreign hcp via a manufacture representative on 2018(B)(6). It was reported that the replacement on 2018-(B)(4)resolved the issue. The pump had been returned. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare professional (hcp) via a manufacturer representative regarding a patient who was receiving lioresal [2000.0 mcg/ml] at a concentration of 726.1 mcg/day at simple continuous infusion mode via an implantable pump for an unknown indication for use. It was reported on (B)(6) 2018 that a motor stall occurred. No symptoms were reported. No external contributing factors could be identified. The logs were checked as diagnostics/troubleshooting performed. The logs were attached to the report and confirmed that the motor stall occurred on (B)(6) 2018 at 22:13 with no logged recovery. The physician was advised to program the pump to minimum flow rate and schedule a replacement. At the time of the report the issue was not resolved and the replacement was planned for (B)(6) 2018. The pump would be returned once explanted. The patient status was "alive - no injury." The patient's age, weight, and medical history were asked but would not be made available. Other medications the patient was taking at the time of the event could not be obtained as they were not available to the manufacturer. No further complications were reported or anticipated.

Manufacturer narrative:
Analysis of the pump revealed pump motor gear train anomalies. These included corrosion and/or wear and/or lubrication and stall due to shaft-bearing. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Corrected information. If information is provided in the future, a supplemental report will be issued.